Event description:
A pt reported experiencing inaccurate erratic results using a lifescan meter. The pt's blood glucose results were 64mg/dl, 161mg/dl, 110mg/dl. Tests were done within <10 mins with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.